Manufacturer narrative:
This report is submitted on march 29, 2018.

Event description:
Per the audiologist, the child had reportedly swallowed a battery from the processor before a carer intervened. The incident was not witnessed; however, imaging performed in the ER revealed the battery was in the child's intestine. No surgery was conducted. There was no allegation of serious injury associated with the issue and the child is being monitored by their health care provider.